Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient underwent device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient actually experienced baker grade IV capsular contracture on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information indicated that patient experienced bilateral capsular contractures grade IV. There was no ruptures. This report relates to the lef tside. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 25, 2021 additional information received indicated that the patient also experienced bilateral rupture. As a result patient underwent bilateral replacements as follow: l) cat#3504504bc / lot #:9516196, r) cat #:3504504bc / lot #7682652. This report relates to the left prosthesis, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with 400cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side postoperatively. The capsular contracture was confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.